Manufacturer narrative:
Batch review performed on 05 november 2019: lot 1901467: 140 items manufactured and released on 16-apr-2019. Expiration date: 2024-03-31. No anomalies found related to the problem. To date, 94 items of the same lot have been already sold without any similar reported event. Another device involved in the event: ball heads: mectacer 01.29.211 biolox delta ceramic ball head 12/14 ø 36 size xl +8 lot. 185182 (k112115) batch review performed on 05 november 2019: lot 185182: 70items manufactured and released on 23-oct-2018. Expiration date: 2023-10-09. No anomalies found related to the problem. To date, 41 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came for a post-op appointment and it was determined that his wound was not draining properly. The surgeon decided to perform a revision surgery and perform an I&d and revise the head and poly, 22 days after primary. The surgery was completed successfully.